Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (lesion morphology -90% stenosis). Deformation problem (stent deformed). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology -90% stenosis). (B)(4).

Event description:
An attempt was made to use an endeavor resolute rx drug eluting stent to treat a lesion with 90% stenosis in the first diagonal branch. The device was inspected prior to use with no issues noted. During the surgery, the lesion was pre-dilated but the stent could not pass the lesion. Following device evaluation it was reported that the stent was damaged. Evaluation summary: the distal tip was flared. The 1st distal segment was deformed with a number of struts raised and pulled distally. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).